Manufacturer narrative:
A ge healthcare service technician performed a checkout of the device but did not confirm the reported issue. Customer contact reports no patient information is available. Unique identifier: (B)(4).

Event description:
The hospital reported an error causing a loss of mechanical ventilation. There was no report of patient injury.